Manufacturer narrative:
Product analysis: the spiderfx embolic protection device was received loosely coiled along with its duel ended catheter loosely coiled. Dried contrast and biological residue were noted in and on both ends of the spiderfx duel ended catheter. An attempt to load the spiderfx into the green delivery end of the duel ended catheter met with resistance when dried contrast and biological residue was encountered. An attempt to load the spiderfx into the blue recovery end of the duel ended catheter met with resistance when dried contrast and biological residue was encountered. The proximal wire port on the blue recovery catheter exhibits wear and damage consistent with being used. Based on the condition of the duel ended catheter it is highly likely that the spiderfx was used in the patient and was recovered using the blue recovery catheter. The spiderfx was examined and it was noted that the distal assembly floppy distal tip coil and ball weld were not returned with device. The coil had separated from the floppy distal tip adhesive bond. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a spider fx device during treatment of a calcified lesion in the patient¿s proximal common carotid artery. Severe vessel calcification was reported. IFU was followed. It is reported advancement difficulty was noted and it is reported the filter would not move. It is unknown if the device entered the patient. The device was replaced with another medtronic product to complete the procedure. No patient injury reported.